Event description:
Patient with a 1.9fr sl lower extremity PICC line broken off and remaining in right groin venous system. Right groin exploration occurred to remove PICC fragment. FDA safety report ID # (B)(4).